Event description:
The hcp reported the patient had been refilled and the next day, presented to the hospital unresponsive. The hcp emptied the pump, aspirating only 5 ml, and refilled it with 18ml or preservative free saline. The patient was given naracn.